Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation, as the system was not functioning effectively anymore. The current location of the explanted device is unknown. No additional adverse effects post operatively were reported.

Manufacturer narrative:
The device sc-1160, serial number (B)(6) was not returned to boston scientific for analysis. As part of the investigation, a comprehensive labeling review was conducted. This review did not reveal any anomalies. The labeling appropriately describes the potential for system failure, which may occur at any time due to random component or battery malfunction. Such events including device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches are recognized risks that can result in ineffective pain control. Additionally, the labeling acknowledges that undesirable stimulation may develop over time. This can arise from cellular changes in tissue surrounding the electrodes, shifts in electrode position, loose electrical connections, or lead failure. These risks are inherent to the implantation of a pulse generator within a spinal cord stimulation (scs) system. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. The device sc-8336-70, serial number (B)(6) was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Correction to the initial MDR in block(s) b5, h6 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6).

Manufacturer narrative:
Correction to the initial MDR in block(s) b5, h6 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7028119.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation, as the system was not functioning effectively anymore. The current location of the explanted device is unknown. No additional adverse effects post operatively were reported.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7028119.